Manufacturer narrative:
(B)(4). Reporter has indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the surgeon noticed a foreign material attached to the top of the sterile plastic packaging. Surgeon was concerned sterility could be compromised. Another device was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned device and its packaging (inner cavity, tyvek, two retainers, stop plugs, poly bag) along with an extra retainer, confirmed the presence of a white substance on the top side of the retainers. Device history record was reviewed and no discrepancies were found. The white residue found on the retainer is glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. This issue is a common phenomenon and does not cause any risk to the patient. All materials are biocompatible and the adhesive residue does not contact the implant because it is contained in a poly bag. Therefore, the root cause for the reported issue is considered to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.